Event description:
The following was reported to datascope on 6/10/98: there was no pt injury or complication as a result of the event. [Event complications]: none from the event- reported 2/11/98 & 6/10/98. [Pt's current status]: unk- reported 2/11/98.

Manufacturer narrative:
Eval: the iab was received intact for eval with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to stimulate the pressure within the aorta. The balloon pumped satisfactorily at 100 & 140 bpm. No alarms were triggered on the pump. After 2 minutes of pumping, inflation/deflation chart was recorded. The chart confirmed that the balloon fully inflated & deflated satisfactorily at 100 & 140 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found in the iab found during laboratory testing. In general, kinking of an iab may be atributed to one or more of the following: 1. A severe vessel tortuosity &/or pt movement. 2. The user may have failed to secure the catheter & y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction & improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use.